Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asr acetabular cups 58; asr uni femoral impl size 51; summit por taper sz7 std off stem; adapter sleeves 12/14 +2. Initial reporter occupation: non-healthcare professional

Event description:
Litigation papers allege the patient suffers from pain, discomfort and elevated metal ion levels. Doi: (B)(6) 2006 (left hip). Dor: no date set as of yet. Resident of (B)(6). Update 9/11/2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update ad 11 jul 2018 (B)(4) is reopened under (B)(4) due to receipt of medical records. After review of medical records, the patient was revised to address left hip metal on metal with pseudotumor formation. Revision notes stated the femoral stem was then examined and showed minimal fretting and taper wear. Clinical findings and imaging revealed pseudotumor. Doi: (B)(6) 2006; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.